Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was changing bed names randomly. This cns also kept changing devices names within the tile. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) attempted to troubleshoot the issue but the issue persisted. The device settings and ip addresses were verified. As the reported device was not returned for evaluation, a root cause cannot be determined. A complaint history review of the reported device reveals no additional complaints relating to bed name changing. A complaint history review of the customer account does not reveal any additional complaints relating to bed name changing. No further issues were reported. The issue had been most likely resolved. A root cause is likely related to network environment or user workflow. The customer has had a history of workflow issues that would affect communication between nk devices.

Event description:
The customer reported that the central nurse's station (cns) was changing bed names randomly.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is changing bed names randomly. The customer also reported that this cns keeps changing devices names within the tile. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Concomitant medical device: the following devices were used in conjunction with the cns: bedside monitor's: model: ni. Sn: ni.

Event description:
The customer reported that their central nurse's station (cns) is changing bed names randomly.